Event description:
Same case as #2134265-2008-04477. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 85% stenosed chronic total occlusion lesion was located in a severely calcified left anterior descending artery. The 3.0x32mm taxus liberte' drug eluting stent was inserted however, the physician encountered resistance. Several attempts were made to place the device however, the stent became damaged. No pt complications occurred. Pt status is satisfactory.